Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a pca ii pump with a malfunction of "broken battery door" was confirmed during device evaluation. The cause of the problem was physical damage to the battery door latch. The device was not repaired because the unit was retained in baxter inventory.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a pcaii pump with malfunction of ''final return broken battery door'' was not confirmed during device evaluation. No definitive cause was identified and no repairs were performed to resolve the reported problem since the asset was never received for evaluation. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a pca ii infusion pump with a condition of "broken battery door." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.